Event description:
Following a cardiac catheterization procedure in 2004, a vasoseal elite was deployed and hemostasis was achieved. The pt's pedal pulse was faint, toes were cool, and capillary response was sluggish. An arterial ultrasound was performed and the vasoseal had reportedly migrated down the artery preventing blood flow. No further information was provided in the medwatch report. The datascope field representative for this hospital followed up on this incident and received the following information: there was a large amount of spurting blood at the point when the physician advanced the collagen cartridge into the procedural sheath. The collagen was deployed. It was reported that soon thereafter there was an absence of distal pulses and discoloration of the extremity. The pt was taken for a vascular ultrasound and was then transferred to surgery due to a decrease in flow of the proximal and superfical common femoral artery. The collagen plug was removed from the artery and a repair was made to the common arterial intimal flap. The pt was stable following surgery and was discharged 2 days later with no further reported complications.